Manufacturer narrative:
Rmas for the following have been issued. Tilt actuator failed - RMA (B)(4) right motor failed (invacare replaced both motors) - RMA (B)(4) chair abruptly stops display reads "g-track void" w/fish-tail driving - RMA (B)(4). Model fdx-mcg serial number (B)(4) was provided users manual fdx seat - tilt recline part number 1143155 rev n (jun-10). It is unknown if the consumer fully read and understands the users manual. On page 13 the following warning is provided - "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." Proper tilt performance is dependant on technique and usage. General warnings are provided on pages 31 and 62 that if followed may prevent tilting issues. It is unknown if the consumer follows these warnings. They are listed below. Page 31 general warnings: refer to a note about drive lock-out on page 30 before performing this procedure. Pinch points may occur when returning the seat from any tilted position to the full upright position or when lowering the elevating seat. Make sure the hands and body of both the occupant and attendants/bystanders are clear of all pinch points before returning the seat to the full upright position or lowering the elevating seat. Never operate the wheelchair or elevate/lower the seat while in any tilted/reclined/back angle position over 20 degrees relative to the vertical position. If the drive lock-out does not stop the wheelchair from operating or the seat from elevating/lowering in a tilt/recline/back angle position over 20 degrees relative to vertical, do not operate the wheelchair or elevate/lower the seat. Do not attempt to adjust the drive lock-out. Have the wheelchair serviced by a qualified technician. Use caution when driving in a tilted, reclined or elevated position. Do not operate the seating system while on an incline. Do not operate seating system while the wheelchair is moving. Do not operate the tilt function near or under a fixed object such as a table or desk. The elevating seat option is equipped with a speed reduction safety mechanism. While the seat is in an elevated position, the safety feature slows the speed of the wheelchair to 20% of its maximum speed (not to exceed the programmed speed). If the wheelchair operates at maximum speed while in an elevated position, do not operate the wheelchair. Have the wheelchair serviced immediately by a qualified technician. Page 31 powered seating system control warning: use only the powered seating system controls listed in the following chart to activate the tilt/recline/elevate functions. Do not use any other powered seating system controls. Such devices may result in excess heating and cause damage to the actuator and associated wiring and could cause a fire, death, physical injury or property damage. If such devices are used, invacare shall not be liable and the limited warranty is void. Contact a dealer or invacare customer service to replace either a powered seating system or controls. Page 62 warning: never operate the wheelchair while in any recline position over 105 degrees relative to the seat frame. If the limit switch does not stop the wheelchair from operating in a recline position greater than 105 degrees relative to the seat frame, do not operate the wheelchair. Have the limit switch adjusted by a qualified technician. Both gas cylinders must be operational and adjusted properly before using the recliner. Do not operate the recliner option if only one of the gas cylinders is operational or adjusted properly. To healthcare professionals/assistants: make sure the occupant of the wheelchair is properly positioned. When returning the occupant of the wheelchair to the full upright position, more body strength will be required for approximately the last twenty degrees of incline (reverse recline). Make sure to use proper body mechanics (use your legs) or seek assistance if necessary to avoid injury. Page 62 - warning: never operate the wheelchair while in any recline position over 105 degrees relative to the seat frame. If the limit switch does not stop the wheelchair from operating in a recline position greater than 105 degrees relative to the seat frame, do not operate the wheelchair. Have the limit switch adjusted by a qualified technician. Both gas cylinders must be operational and adjusted properly before using the recliner. Do not operate the recliner option if only one of the gas cylinders is operational or adjusted properly.

Event description:
The tilt actuator allegedly failed. No injury is alleged. No other details have been provided at this time.